Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blister under the front right sensing electrode about the size of a dime, blister has broken and is seeping. There was no alleged device malfunction contributing to the irritation. Patient placed a bandage over the blister and shifted the lifevest. The outcome of the rash is unknown as follow up attempts were unsuccessful.